Event description:
It was reported during an unknown procedure a tsw35 was opened for the case but would not fire when the surgeon attempted to use the device. Another tsw35 was opened and used. There was no consequence to the pt.